Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, the customer experienced low blood glucose (bg) level 49 mg/dl. Customer addressed bg level by consuming carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.